Event description:
It was reported the patient was "very, very spastic" and had a change in therapy effect beginning last week. The patient was seen on the date of this report for a dosage increase. When the healthcare professional (hcp) interrogated the pump, the clinician programmer showed the following pump message; "therapy stopped inactive use minimum rate infusion mode". The hcp thought "maybe since elective replacement indicator (eri) [was] in 2 months, the pump starting to fail". It was noted there were no stall in the pump logs and nothing else in the logs to indicated a problem. The hcp confirmed it was possible they hit the red therapy stop button on their programmer. The hcp was able to successfully navigate out of "this" screen and it resolved the issue. The pump was updated without a problem, the dosage was increased to 739.4 mcg/day and the patient was given oral baclofen to use as needed. The patient's mother reported the patient had improved and did not need the oral baclofen. The patient would return on (B)(6) /2015 for a routine pump refill.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n150639, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# j11193r06, implanted: (B)(6) 2002, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).